Manufacturer narrative:
The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis revealed that a wire is open near the contact, as well as evidence mechanical damage to the wire. The device passed the mechanical tests performed. The reported complaint of decreased performance of an electrode was confirmed during this analysis. Sem analysis confirmed that the wire is open near the contact pad which is believed caused the decrease in performance reported. An internal corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.